Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor fins were broken and brittle and the drive unit showed signs of insufficient oiling. It was determined that the motor seized and was running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error, misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive device ceased to run when used together with the distal radiolucent drill device. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number or complete address provided. The actual device was returned and is currently pending evaluation. Once (B)(4) engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.